Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2001.

Event description:
It was reported that a lead warning was triggered due to low impedance on the right ventricular (rv) lead which caused a polarity switch. The threshold also increased "drastically" to a high value in the same time frame. The lead remains in use. No patient complications have been reported as a result of this event.